Event description:
It was further reported that once the tracheostomy tube cuff leak was observed the device was removed and the patient was taken off the ventilator. The patient did not experience injury and no medical treatment was required. The incident was considered resolved as the patient has not had issue with a larger sized tracheostomy tube. The reporter stated that the tracheostomy tube cuff was tested prior to patient use and the cuff was filled with sterile water.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® bivona® 7.0mm adult tts¿ tracheostomy tube had a pinhole tear on the posterior side of the tube cuff, along the seam, about "2/3" down from the top. The issue was discovered by an ent doctor while the device was in use on the patient following an endoscopy. The endoscopy showed a large trachea with no other anomalies. The patient was placed on a larger tracheostomy tube. No patient injury was reported. See MFR: 3012307300-2017-00597, 3012307300-2017-00617, 3012307300-2017-00618, 3012307300-2017-00619, 3012307300-2017-00620, 3012307300-2017-00621, 3012307300-2017-00622, and 3012307300-2017-00623.